Event description:
It was reported by the patients' legal counsel that a claim has been filed for an alleged defective knee. The patient underwent a revision surgery approximately 2 years post implantation. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). D10 - concomitant medical products: 00599601551 - femoral component - 65420128. 00596403212 - articular surface - 64464850. 66017569 - palacos bone cement r+g 60811070. G2: foreign - event occurred in united kingdom. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental report will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b3; b4; b5; d2; e1; g1; g3; g6; h1; h2; h3; h4; h6; h10. The event cannot be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.